Event description:
"Customer reported: while drawing up pfizer 5-11 year covid vaccine, noticed a white substance on the black plunger of the sol-guard tb safety syringe (1ml, 25g x 1"") with fixed needle. This white substance extends between both pieces of the plunger and on top of the plunger, to where the plunger is in contact with the vaccine. The vaccine was not used and no vaccine was wasted, as this vaccine would have been considered an ""extra dose"" (11th dose). All 10 previous doses were appropriately drawn up with non-defective syringes without concern. See attachment section for initial email and complaint report from customer."